Event description:
A malfunction occurred on a customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer called technical support to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions to reset the pump, which successfully resolved the issue as the malfunction code did not recur, and the customer was advised to continue using the pump and to report any future issues.

Event description:
A malfunction occurred on a customer's pump. Technical support provided instructions to reset the pump, which successfully resolved the issue as the malfunction code did not recur, and the customer was advised to continue using the pump and to report any future issues. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information how the customer addressed their elevated bg; however, no response was received.